Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was recently implanted three months ago. During the recent device check, the device showed six and a half years remaining longevity and the power consumption percentage was at 113 percent. Boston scientific technical services (ts) discussed that high atrial sensing along with signal artifact monitoring (sam) can impact device longevity. The patient has been going in and out of atrial fibrillation (af). Thus, boston scientific technical services (ts) suggested to send in data for analysis to confirm. The health care professional (hcp) turned off minute ventilation (mv) or signal artifact monitoring (sam) since minute ventilation (mv) was not used. Analysis showed that the average atrial rate was 73 beats per minute (bpm) so it did not appear there were currently high atrial rates. The right atrial (ra) lead auto threshold tests showed many failed measurements due to too fast a rate. This may mean in the past the device may have had high atrial rate sensing. At the present time the device did not appear to have atrial fibrillation (af) and signal artifact monitoring (sam) was disabled. Boston scientific technical services (ts) suggested programming option to address this issue. The device remains in service. No adverse patient effects reported.

Event description:
It was reported that this pacemaker was recently implanted three months ago. During the recent device check, the device showed six and a half years remaining longevity and the power consumption percentage was at 113 percent. Boston scientific technical services (ts) discussed that high atrial sensing along with signal artifact monitoring (sam) can impact device longevity. The patient has been going in and out of atrial fibrillation (af). Thus, boston scientific technical services (ts) suggested to send in data for analysis to confirm. The health care professional (hcp) turned off minute ventilation (mv) or signal artifact monitoring (sam) since minute ventilation (mv) was not used. Analysis showed that the average atrial rate was 73 beats per minute (bpm) so it did not appear there were currently high atrial rates. The right atrial (ra) lead auto threshold tests showed many failed measurements due to too fast a rate. This may mean in the past the device may have had high atrial rate sensing. At the present time the device did not appear to have atrial fibrillation (af) and signal artifact monitoring (sam) was disabled. Boston scientific technical services (ts) suggested programming option to address this issue. The device remains in service. No adverse patient effects reported. Additional information was received indicating that the device was explanted and was returned to the laboratory for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, the power level has not gradually increased over the past year. V230 circuit, which also includes the v220 circuit, is not drawing high current. Device passed all testing and is operating normally.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, the power level has not gradually increased over the past year. V230 circuit, which also includes the v220 circuit, is not drawing high current. Device passed all testing and is operating normally. Supplemental correction submitted to rectify h1: type of reportable event.

Event description:
It was reported that this pacemaker was recently implanted three months ago. During the recent device check, the device showed six and a half years remaining longevity and the power consumption percentage was at 113 percent. Boston scientific technical services (ts) discussed that high atrial sensing along with signal artifact monitoring (sam) can impact device longevity. The patient has been going in and out of atrial fibrillation (af). Thus, boston scientific technical services (ts) suggested to send in data for analysis to confirm. The health care professional (hcp) turned off minute ventilation (mv) or signal artifact monitoring (sam) since minute ventilation (mv) was not used. Analysis showed that the average atrial rate was 73 beats per minute (bpm) so it did not appear there were currently high atrial rates. The right atrial (ra) lead auto threshold tests showed many failed measurements due to too fast a rate. This may mean in the past the device may have had high atrial rate sensing. At the present time the device did not appear to have atrial fibrillation (af) and signal artifact monitoring (sam) was disabled. Boston scientific technical services (ts) suggested programming option to address this issue. The device remains in service. No adverse patient effects reported. Additional information was received indicating that the device was explanted and was returned to the laboratory for analysis. No additional adverse patient effects were reported.